Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting, complete thrombosis, and occluded filter. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc, filter or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the events could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting, complete thrombosis, and occluded filter requiring placement of a stent inside the filter.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting, complete thrombosis, and occluded filter. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), tilt, blood clots, clotting, and/or occlusion of the ivc, approximately nine years and eleven months post implant. The patient also reported anxiety and leg pain related to the filter. According to the medical records, the indication for the filter implant was a history of deep vein thrombosis (dvt) and the need for right shoulder orthopedic surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins and just above the iliac bifurcation. A completion venography showed good seating. The patient tolerated the procedure well. Surgery to the right shoulder was performed the same day, after the filter implant.the product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc, filter or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the events could not be confirmed nor a cause attributed. Pain and depression do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt). The records noted that the filter was placed because the patient needed orthopedic surgery. The filter was implanted via the patient's right femoral vein. Fluoroscopic guidance was used to confirm the correct location. A venogram was performed to identify the renal veins and size the vena cava. The filter was placed below the renal veins, just above the iliac bifurcation. A completion venography showed good seating. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), filter tilt, blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the reported events approximately nine years and eleven months after the index procedure. The patient continues to experience depression, anxiety and leg pain related to the filter.